Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle revision, unknown side, reason for revision: elevated /high metal ions, pseudotumor, tumour, fluid,. Doi: (B)(6) 2009 : dor: (B)(6) 2016 (unknown hip). This complaint is linked to (B)(4).

Manufacturer narrative:
After review of the medical records, it has been determined that this product has been reported twice. This duplication is an error. This report will be rejected.